Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 bd vacutainer® edta 2k had a scratch on the tube. The following information was provided by the initial reporter: "scratch on tube x3".

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for scratch on tube with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 3 bd vacutainer® edta 2k had a scratch on the tube the following information was provided by the initial reporter: "scratch on tube x3".